Event description:
It was reported that the customer had a motor error alarm during bolus on the insulin pump. The customer's blood glucose was 350 mg/dl. The customer was treated with bolus and injection. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Findings: motor error alarmed during basic occlusion test due to faulty fsr(gold). Unable to perform basic occlusion, occlusion, prime/a33, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Pump received with cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.